Event description:
During the procedure, after stent placement, the physician tried to capture the filter basket of angioguard xp into the capture sheath. However, it could not be retrieved back into the capture sheath properly. The patient was (B)(6) male. The target lesion was left internal carotid artery. There was no calcification and mild vessel tortuosity, the rate of stenosis was 85%. The product was properly inspected and prepped. There was no difficulty advancing the retrieval sheath to the lesion to capture the filter basket. The filter basket was not suctioned prior to attempted removal. There was no noticeable basket deformation. During the procedure, the filter basket was distal enough from the lesion to prevent any interaction with the balloons and stent delivery systems (sds) used in the procedure. There was no interactions with the proximal markerband on the filter basket and the distal end of the other device used in the procedure. It is unknown if the capture sheath was advanced until the markerband was lined up with the proximal filter basket markerband prior to retrieval. The physician managed to remove the capture sheath together with filter basket in one piece from the patient's body. There was debris found in the filter basket after the device was removed from the patient. The procedure was completed without any other problems.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.